Event description:
On (b)(6) 2026, a patient (Pt) in Japan reported eye pain and redness in both eyes (OU) when wearing ACUVUE OASYS®1 Day with HydraLuxe¿ Technology Brand Contact Lenses (CLs) in (b)(6) 2026 (exact date not provided). The Pt reported the "left eye was particularly severe; the eye became red and the black part of the eye had some white spots." The symptoms remained after removing the CLs, and "in particular, the left eye, Pt felt pain even when the wind hits the eye while walking outside." The Pt discontinued CL wear on (b)(6) 2026 and visited an ophthalmologist on (b)(6) 2026 and was diagnosed with an "eye infection" that "occurred while using contact lenses, which caused the current condition." The Pt was instructed to discontinue wearing CLs "until it resolved" (no specific number of days was instructed) and to follow-up on (b)(6) 2026. The Pt was prescribed Levofloxacin 6 times a day and Hyaluronic Acid Sodium 6 times/day (duration not provided). The Pt wears the same CL prescription in both eyes and stated the Pt "was not instructed by the ophthalmologist to stop using CLs." On (b)(6) 2026, the Pt was called and refused to provide additional medical information.On (b)(6) 2026, the Pt called and stated that the doctor instructed Pt to revisit the eye clinic in 2 weeks. The Pt refused to provide details regarding the ophthalmology visit and the current condition of the OU; therefore, no additional information is expected.This OU "eye infection" event is being reported as the Pt¿s diagnosis and treatment could not be verified with the treating ophthalmologist and is unconfirmed.The date of the Pt¿s event is being reported as (b)(6) 2026 as the exact event date is unknown. This report is for the Pt's left eye (OS) event. A separate report will be filed for the Pt's right eye (OD) event.A comprehensive review of the manufacturing records for Lot Number 6349810109 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The OS suspect CLs were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.